Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had corrosion on the insertion tube. The issue was identified during device inspection for use. There was no patient involvement.